Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shock was delivered for vt. Episodes accelerated into vf due to atp and was not terminated by the device; it stopped on its own. The patient was in good condition. Programming changes were made.